Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.6; b.7; d.1; d.2a; d.2b; d.4; g.2; g.4; g.6; h.4; h.6.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flaw opening. Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/16/2024.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device was explanted.